Event description:
(B)(4). On (B)(6) 2010 I was surgically implanted with essure. Problems started slowly and have gotten worse. Headaches I have never had started. Cramping about 2 weeks each month before my period starts. Pain like pin poking in my abdomen. Night sweats and mood swings. My menstrual cycle went from 3 days to being 9 days. I had restless leg syndrome start, then just after that pain started taking over all of my right side. I have brain fog, forgetting things that have happened or just missing moments. I have coughing to the point of gagging. Anemia and fatigue set in. Thyroid goiter, blood clotting during menstrual cycle I have never had. Chest pain and rapid heart rate while sitting. Hair loss, bloating and weight gain.